Event description:
The customer reported that she has not been able to bring down her blood glucose below 306mg/d. The customer did not have a back plan nor treated her glucose level. Troubleshooting was performed and the drive support cap appears to be normal. Assisted the customer to run a manual prime test and the insulin did exit. The time, date, basal rates, and bolus wizard settings were correct. The high pressure was performed and passed. The customer called back the next day and stated that she was in the emergency room due to diabetes ketoacidosis and high blood glucose of 389mg/dl. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.